Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 0.3ml 31ga 6mm whole unit 10bag experienced the cannula breaking off or pulling out during use. The following information was provided by the initial reporter: consumer reported finding the needle slips out and stays in vial when drawing up insulin. Denied reuse of needles. Lot # 6039532a, catalog# 324909, date of event (B)(6) 2020 & unknown with unknown amounts.

Event description:
It was reported that the syringe 0.3ml 31ga 6mm wholeunit 10bag experienced the cannula breaking off or pulling out during use. The following information was provided by the initial reporter: consumer reported finding the needle slips out and stays in vial when drawing up insulin. Denied reuse of needles. Lot # 6039532a. Catalog# 324909. Date of event (B)(6) 2020 & unknown with unknown amounts.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned as of 6 november 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch #6039532. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200633294] noted that did not pertain to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.